Event description:
The nurse reported to our sales rep that during this procedure it was observed that the surgeon seemed to have problems with the targeting sleeve. The surgeon mentioned that the feather mechanism broke and that the carbon of the target device was ripped. Nevertheless he could complete the surgery without any delay and consequences.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.